Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. It was reported the patient was not hospitalized for the event. On an unknown date, the patient was treated with an two unknown antibiotics (intraperitoneal, for 21 days, dose and frequency not reported) for peritonitis. On an unknown date, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.